Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device displayed a blurred image. The issue occurred during an unknown procedure, and the procedure was completed with an olympus backup device. There were no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation. Updated fields: h2, h3, h6, h11. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: smashed connector tip. A definitive root cause could not be identified. Based on the results of the investigation, it is likely the following led to the malfunction: no problem detected regarding the "blurred image". The cause of the damage connector was not established. Olympus will continue to monitor field performance for this device.

Event description:
No additional information received from customer.